Manufacturer narrative:
Additional information: x rays image review: post op xrays from reported c3-4 acdf show a fractured screw in the c3 vertebral body. A peek interbody graft is used, unable to determine fusion status in the provided image. The screw does not appear bulged out. Suspect hoarseness is a result of the initial surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three lots of the suspect device was identified, however it is unknown which one is the complaint product. The lots that were used lot h5211776, qty 1; lot h5211614, qty 2; lot h5194980, qty 1. Pseudoarthrosis); neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient was pre-operative diagnosed with cervical spondylosis due to which the patient underwent anterior cervical spine surgery in which the plate and screws were implanted. Post-operative, one of the screw(s) implanted were reported to be fractured. The patient complained of discomfort and a hoarse voice as a result of this event. Patient has not yet achieved complete fusion.